Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, when activating the clamp the handle was squeezed, but it did not clamped and fire.